Event description:
The donor center's quality management notified baxter in 5/2001 that a death had occurred at the facility while a donor was donating on the autopheresis-c instrument. Due to the death of the donor, the fenway medical director contacted the centers medical staff to obtain information regarding the plasmaphersis procedure. The following information was provided by the centers' medical director: the pt, repeat plasmapheresis donor, with a history of asthma arrived at the donor facility to donate plasma in 2001. Donor had donated in 1995 and 1996 as well as a total of 7 donations since 2001. Medical director indicated that donor was currently using inhalers to treat existing asthma condition. Normal prescreening of donor found donor's lungs to be clear. After approximately 840mls of plasma was collected the donor informed the staff that the donor was feeling hot and dizzy. Staff discoved to be diaphoretic and immediatley discontinued donation, returned concentrated rbc's to donor, and infused 500 ml of saline. Donor had nausea and vomiting and reported to staff that the donor was having difficulty breathing. Center staff activated internal emergency group. Donor immediately proceeded into a convulsive state which lead directly into cardiac arrest. Center emergency team administered CPR and called local ER for assistance. Ems arrived and continued administering CPR. Donor was transported to local hospital. Hospital provided information back to center that donor had died on the same day. At ER room the pt's family member was present and informed medical staff that the pt was a cocaine user and that the pt had used a day prior to pheresis donation. The medical director believes cardiac arrest was due to cocaine use and that condition was precipitated by the volume depletion which occurs with plasmapheresis donations. Md indicated many times that death wasn't associated to the auto-c and that donor's death could have happened anywhere.